Event description:
Customer alleged intermittent shutdown and generates a motor code. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Consumer stated that the chair shuts down intermittently and generates an error code. When the unit is turned off then back on the chair is functional again. Dealer inspected the power chair on site and was not able to replicate the incident. Dealer did discover a voltage loss of 4v. Dealer stated he was no longer with the chair to confirm if it is the battery harness or the batteries. Dealer to call invacare with the results of a secondary load test.